Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt catheter was returned for evaluation. An initial visual observation of the photograph showed the connector assembly of the device was secured to the patient; however the catheter tubing was not observed to be attached to the connector. What appears to be an insertion site was observed, but no catheter tubing was observed in the returned photograph. No damage to the distal connector piece could be discerned from the returned photograph. While the catheter tubing does appear to have become detached, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer; catheter was missing when staff opened the dressing. About 2.5 months ago catheter was dislodged inside the heart and he had to do the interventional procedure to retrieve it. Additional information (B)(6) 2024: it was reported by the customer the event did not involve an urgent/life-threatening medical situation or other harm. If the catheter has gone inside the heart, treatment would have been interrupted for some time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, catheter was missing when staff opened the dressing. About 2.5 months ago catheter was dislodged inside the heart and he had to do the interventional procedure to retrieve it. Additional information 24-jul-2024: it was reported by the customer the event did not involve an urgent/life-threatening medical situation or other harm. If the catheter has gone inside the heart, treatment would have been interrupted for sometime.